Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 7f hickman d/l catheter in two segments and a tissue cuff were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The tissue cuff was returned detached from the catheter. Under microscopic observation, the tissue cuff was noted to have fiber disturbance throughout. Some areas were noted to be missing the tissue cuff material and the cuff was noted to be opened in the center. Dry adhesive from the tissue cuff area, was noted approximately 14.5cm from the proximal end of the distal catheter segment. Manufacturing site evaluation of the sample states it was confirmed adhesive presence on the catheter surface. The detachment nonconformity could be related to poor handling or excessive force at the moment of the catheter placement. Therefore, the investigation is confirmed for the reported cuff slipped out issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: d4 (medical device catalog number#). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a catheter placement, the cuff allegedly slipped out of the catheter and remained under the skin. Reportedly, the catheter and cuff were removed separately. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a catheter placement, the cuff allegedly slipped out of the catheter and remained under the skin. Reportedly, the catheter and cuff were removed separately. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 7f hickman d/l catheter in two segments and a tissue cuff were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The tissue cuff was returned detached from the catheter. Under microscopic observation, the tissue cuff was noted to have fiber disturbance throughout. Some areas were noted to be missing the tissue cuff material and the cuff was noted to be opened in the center. Dry adhesive from the tissue cuff area, was noted approximately 14.5cm from the proximal end of the distal catheter segment. Manufacturing site evaluation of the sample states it was confirmed adhesive presence on the catheter surface. The detachment nonconformity could be related to poor handling or excessive force at the moment of the catheter placement. Therefore, the investigation is confirmed for the reported cuff slipped out issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h11: h6 (method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that sometime post a catheter placement, the cuff allegedly slipped out of the catheter and remained under the skin. Reportedly, the catheter and cuff were removed separately. There was no reported patient injury.